Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when performing gastrostomy lavage in the nursing round, a tube with bulging of the tube at the medical level was evident which does not allow the passage of enteral nutrition. The chief is informed who assesses the patient and makes the change of the gastrostomy. No patient injury was reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on april 16, 2022. There were no physical samples or photos received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.